Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/12/2025, the user reported leakage from the cartridge between the connector adapter and the pump. The issue occurred when the cartridge was connected to the adapter outside of the pump. The user was instructed to place the cartridge into the pump before connecting the adapter and was re-educated on why this is proper procedure. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.